Event description:
It was reported that the bilateral patients hips squeak when he walks. No implants have been removed at this time. Update - (B)(6) 2011 - litigation papers allege patient suffered injuries which included but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion. The plaintiff could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: it was reported that the bilateral patients hips squeak when he walks. No implants have been removed at this time. Doi: (B)(6) 2006. Update - (B)(6) 2011 - litigation papers allege patient suffered injuries which included but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion. The plaintiff could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.